Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received multiple sensor cal errors. Customer stated that he removed the sensor and notice that the sensor cannula had fractured in half while in the body. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Found sensor cannula bent inside sensor base. Unable to confirm if customer received sensor in noted condition, due to customer returned sensor opened and used.